Manufacturer narrative:
Stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device would not power on. Additionally, the customer reported that their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Further testing determined the device only failed to power on when connected to ambulance power. The reported issue could not be duplicated or verified when plugged into a known working outlet or battery. The reported issue of unexpected loss of power could not be verified or duplicated after confirming proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issued could not be determined.

Event description:
The customer contacted stryker to report their device would not power on. Additionally, the customer reported that their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.